Manufacturer narrative:
Patient country: (B)(6). Initial and final MDR - (B)(4) - device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. Patient reported that the eight infusion set fell off on (B)(6) 2024 within 1 day of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.